Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 48 mg/dl and 389 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Test strips had been left in the customer's trunk and exposed to extreme heat. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer has discarded the system; replacement was sent.